Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive; cause was not known. Interaction with the pump is not possible due to missing pieces of glass. There was no reported impact to customer's blood glucose. Not additional patient or event information was provided.